Event description:
Customer was squeezing the atts ampule and a piece of glass pierced the plastic and injured the tech's finger. Basic first aid was administered on (B)(6) 2010 but her finger continued to hurt. Doctor opened the wound and extracted a piece of glass on (B)(6) 2010. She has had no issues since.

Manufacturer narrative:
This product contains an ampule of reagent. The ampule is crushed and the reagent is released through a dropper into a pt sample. Returns were unavailable for analysis. The batch history record was reviewed and found to be satisfactory. Bd offers a device called "robogrips" which customers use to crush these ampules. A set of robogrips have been sent to the customer with instructions for use. To better educate customers regarding the use of this product, bd has revised the package insert to add a precaution regarding this type of issue and include a reference for use of the robogrip pliers. Bd will continue to monitor this type of issue.